Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. Access was obtained through the femoral artery. The physician was advancing a 035"x180cm amplatz guide wire through the 8.0x40x75cm express ld stent delivery system and felt some resistance, but was able to get it through the device. As he was tracking the catheter over the guide wire, the catheter was unable to be tracked forward into the sheath so the physician pulled the catheter backwards and it jammed. The physician then clamped the tip of the guide wire with a scissors and pulled the guide wire out of the catheter and the stent dislodged from the stent delivery system (outside the body). The procedure was completed with another 035"x180cm amplatz guide wire and 8.0x40x75cm express ld stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer examination of the returned complaint device revealed that the balloon was detached from shaft just proximal to the proximal balloon bond. The proximal bond was fully intact. The shaft was stretched at the point of detachment. A 0.035inch wire was advanced through the length of the guidewire lumen without issue until restriction was met at the stretched area. The wire also passed through the balloon without issue. The stent was crimped on the balloon in the correct position. No damage was noted to the stent. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. Access was obtained through the femoral artery. The physician was advancing a 035"x180cm amplatz guide wire through the 8.0x40x75cm express ld stent delivery system and felt some resistance, but was able to get it through the device. As he was tracking the catheter over the guide wire, the catheter was unable to be tracked forward into the sheath so the physician pulled the catheter backwards and it jammed. The physician then clamped the tip of the guide wire with a scissors and pulled the guide wire out of the catheter and the stent dislodged from the stent delivery system (outside the body). The procedure was completed with another 035"x180cm amplatz guide wire and 8.0x40x75cm express ld stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.